Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stops associated with driveline disconnects. A specific cause for the disconnections of the driveline could not be conclusively determined. The controller event log file contained events from 26oct2024 through 28oct2024. On (B)(6)2024, the driveline was disconnected twice on (B)(6)2024. Following the reconnections of the driveline, the pump resumed operation at the set speed without issue. The pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. These documents warn that disconnecting the driveline from the system controller will result in a loss of pump function and instruct the user to promptly reconnect the driveline to resume pump operation. The IFU also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and patient handbook, are currently available. Section 2 of the IFU, "system operations", and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿, explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that interrogation showed two instances of driveline disconnect, pump stop, and low flows. The event log file showed 4 periods of lvad off events. A couple of these appeared to have occurred shortly after the patient switched power sources. These events may be caused by a loose connection at the modular cable connector.